Event description:
The customer reported a conflicting result with the ID now covid-19 assay. The customer tested positive with the ID now covid-19 assay performed on (B)(6) 2022 with a denka ex swab 002 nasal sample. Repeat testing was performed on the same day with the ID now covid-19 assay and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.